Event description:
It was reported per field service report: symptom: pump only ran 15 minutes on battery.

Manufacturer narrative:
Findings/action taken: batteries replaced by biomed. Product will not be returned for evaluation.